Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient line was bent and subsequently disconnected from the cartridge, causing insulin to leak out of the cartridge. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.